Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose and diabetic ketoacidosis. The customer blood glucose level was 534 mg/dl at the time of incident. Customer other relevant blood glucose level 400 ¿ 600 mg/dl. Customer experienced nausea. Customer also stated that insulin pump had insulin flow blocked alarm. Customer treated with insulin pump and manual injection. Troubleshooting was declined by customer for high blood glucose. The product will not be returned for analysis.